Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the ccd module fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module. In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the receptacle fluid damage, the light guide fiber bundle (lcb) fluid damage, the control body fluid damage, the light guide cable buckled, the lg cable connector corroded, the operation channel leakage, and the lg root brace rubber cut; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage).